Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller (primary care physician) reported per patient, after the implant of the implantable neurostimulator in 2016 there were complications and the patient had sepsis.